Manufacturer narrative:
A review of the sterilization records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿in addition to the risks and benefits of an endovascular repair, the physician should assess the patient¿s commitment and compliance to post-operative follow-up as necessary to ensure continuing safe and effective results.¿ per IFU, adverse events that may occur and/or require intervention include, but are not limited to infection (e.g., aneurysm, device or access sites), aneurysm rupture, and surgical conversion. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
Additional devices included in this report: plc121400/18236071, UDI#(B)(4).

Manufacturer narrative:
Concomitant medical products: albuterol/ipratropium neb 3ml, daptomycin-mdv 480 mg, enoxaparin 40mg, famotidine 20 mg, furosemide inj 10 mg, labetalol 100mg. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to infection (e.g. Aneurysm, device or access sites, rupture and surgical repair.

Event description:
On (B)(6) 2018 the patient had two gore® excluder® aaa endoprostheses implanted for an abdominal aortic aneurysm. On (B)(6) 2019, it was reported that the patient had returned to the hospital for a ruptured mycotic abdominal aortic aneurysm. Upon trying to repair the rupture the physician was unable to find a landing zone for a gore® excluder® aaa endoprosthesis and a surgical repair was performed. Upon the surgical repair it was reported that the two grafts previously implanted presented an infection. The devices were then explanted from the patient and discarded at the facility. It was reported that after the patient¿s initial surgery on (B)(6) 2018 a culture was taken and infection was not present. They physician believes the infection is from the patient being non-compliant and using intravenous drugs. The patient is reportedly doing well after the procedure.